Manufacturer narrative:
Evaluation report of stent partially deployed. A visual examination of the returned device found that the distal end of the stent was partially deployed by 9 mm. A visual and tactile examination found no kinks or other damage along the shaft of the device. During the product analysis it was possible to fully deploy the stent without issue. There were no issues noted with the crochet suture from the point of release from the stent. No other issues were identified during the product analysis. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(4) 2014 that an ultraflex esophageal distal release stent was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a malignant stricture in the middle of the esophagus. Reportedly, the patient¿s anatomy was not dilated prior to stent placement. During the procedure, the physician was unable to deploy the stent. The stent was removed from the patient fully constrained. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed the stent was received partially deployed.